Event description:
It was reported that a patient underwent a c-section procedure on an unknown date and barbed suture was used. During the procedure, it was reported by a sales rep that, during c-section, this product was used for uterine myometrial suturing. The barbs felt weaker than usual, which caused concern. It was not a control release needle. Another product was used to complete the case. When we send the sample to you, we will let you know its return date and tracking number. There were no adverse consequences to the patient. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned to eth for evaluation. Visual inspection revelated that one empty foil and one used needle suture piece was received for analysis. Product code sxpp1b407. During the visual inspection of the returned sample, marks that appear to be caused by a surgical instrument were observed on the body needle. The suture piece was examined, and the extreme appeared to be cut, likely by a surgical instrument and body fluids were noted on the strand. As per the conditions of the sample, the barbs could not be measured. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. Per the conditions of the returned sample, no conclusion could be reached as to what may have caused the reported incident. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: could you please elaborate further on the issue reported with the product?=>barb was weaker than usual. - could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. =>the device has been received at sukagawa and will be shipped. Please check rmao.tracking number : (B)(4). - please provide the source or name of person providing answers to follow-up questions: (B)(6)